Event description:
During service at baxter, it was discovered that a colleague infusion pump had total power loss during previous service. The reported condition was identified during service. There was no documented patient injury or medical intervention necessary. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause could not be determined at this time. A follow-up medwatch report will be submitted if additional information becomes available.